Event description:
Same case as MFR report#: 2134265-2009-01944. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, two balloon ruptures occurred. The 90% stenotic, concentric and de novo lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) artery. The lesion was 3.5mm x 15mm. Vascular access was obtained through the femoral artery. Upon attempting to pre-dilate the lesion, the 3.5mm x 15mm quantum maverick mr balloon catheter was advanced to the lesion and ruptured at 18atms, on the first inflation. The balloon catheter was removed from the patient without incident. A 3.0mm x 15mm quantum maverick mr balloon catheter was advance to the lesion, and it also ruptured at 18atms, on the first inflation. The balloon catheter was removed from the patient without incident. The lesion was successfully pre-dilated with an unspecified cutting balloon. The cutting balloon was inflated to 6atms for a desired result of 60% stenosis, post-dilation. No patient injuries or complications were reported. The patient's status was reported as "good".